Manufacturer narrative:
It was reported to philips that the base of the leads is loose. This was further clarified by a philips field service engineer (fse) as the ECG connector was loose. The fse noted that there was no loss of leads ECG due to the loose connector.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the base of the leads is loose. There was no patient involvement.